Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation procedure, it was reported that lens was scratched. There was no patient harm reported.

Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case inside the lens carton. Solution was dried on the lens. The lens was tilted into the well area and against a post of the lens case. One haptic was bent onto the optic surface. The other haptic was broken in the gusset area over a post of the lens case. The broken haptic portion was returned inside the lens case. The optic anterior edge was scraped. The associated cartridge was not returned to be evaluated. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge. Two viscoelastics were indicated. Only one viscoelastic has been qualified for use with this lens/cartridge combination. It is unknown if the qualified viscoelastic was used. The reported damage was observed. The optic edge was scraped. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Two viscoelastics were indicated; however, only one was qualified for this lens/cartridge combination. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).